Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that one and a half hours after the start of the laparoscopic total gastrectomy, the scopist physician (who had held the endoscope) lost consciousness due to 3d sickness. Her colleague supported her, therefore she did not hit the head. She was transferred to the recovery room and hooked up to an intravenous drip, and then she recovered by the end of the procedure. Then additional treatment was not needed and physical deconditioning was not led. The procedure was the first time of 3d surgery for her. The procedure was completed by another physician without any problems and there was no problem with the physical condition of the patient. Another physician stated that she looked pale and did not seem to have had breakfast, it might have become trigger of the 3d sickness.